Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect ci for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a cl value of 117 mmol/l, which repeated as 100.9 mmol/l. The cl electrode lot number and expiration date were requested, but not provided.